Event description:
Found during daily test. According to the reporter, the device would not power on. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly, could not replicate the reported incident and could not determine root cause.